Manufacturer narrative:
Customer reported decentration on both eyes. Date received by manufacturer (B)(4) 2013. Placeholder.

Manufacturer narrative:
(B)(4) the clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with myopic astigmatism approximately 8 years following the initial lasik treatment. The patient's best corrected visual acuity is 20/50 in the right eye and 20/25 in the left eye.